Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported issue of the afx, occlusion (reported as main body into right iliac limb) is unconfirmed. This is not consistent with the reported events. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The concomitant product use of an ovation right iliac limb extension is off label. It is unclear if this contributed to the reported event. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. H6: medical device problem code ¿ remove 3191. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, an afx vela infrarenal, and two (2) afx limb stent grafts. At the three (3) year routine follow up a computerized tomography (CT) identified a type ib endoleak. The physician elected to treat with the implant of an ovation ix extender and an additional afx limb stent graft (reported under MFR# 2031527-2019-00392). Now, approximately three (3) years post intervention, occlusion from the afx bifurcated stent graft to the femoral artery has been identified. Reintervention plans are not yet known. Patient is reported to be stable.